Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a drain complication encountered warning that was received during drain two of the patient¿s previous treatment. The patient had drained 2299ml of an expected 2300ml at the time of the message. It was verified by the patient that there was no fibrin or air bubbles in the lines that could have caused or contributed to the event. A review of the patient¿s treatment records identified that the patient later drained 4441ml during drain four of that same treatment. This drain volume is 192% the patient's fill volume of 2308ml. The patient did not complete their treatment on the cycler. The technical support representative provided the patient with information regarding the drain complication message criteria. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient wanted to change their therapy without their physician¿s approval, but the technical support representative insisted that the patient always use the values prescribed by their doctor. The patient had manual supplies to continue with treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and identified that the bezel and top cover were cracked and shifted towards the heater tray. This caused friction which resulted in inaccurate load cell readings. The bezel and top cover were scheduled to be replaced. A simulated treatment was completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.